Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 522 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with manual insulin injections. Reportedly, the insulin injections provided by hospital staff were also failing to adequately lowering customer's bg level; however, customer noted that bg lowered to 25 mg/dl after customer delivered a meal bolus via pump while also being treated via manual injections by hospital staff concurrently. Tandem technical support reviewed pump activity with the customer and noted that the insulin gauge read 0 units, indicating that the load sequence may not have been completed properly prior to the hospitalization. Additionally, when the cartridge was loaded air bubbles were observed exiting the tubing. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.